Manufacturer narrative:
It was reported that the plastic of the polarcup head/liner inserter (75017089 ) was found broken. The device use in treatment was returned for investigation. The reported issue could be confirmed upon visual inspection. The linear guide of the head-liner inserter is observed to be fractured alongside the linear groove. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. There is no indication that the device failed to match specification at the time of manufacturing. Based on the conducted investigation the root cause is attributed to a component failure without any design or manufacturing related issues. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor the device for similar issues. The returned device will be discarded.

Event description:
It was reported that the plastic of the polarcup head/liner inserter was found broke off. No information about surgical delays or backup devices was initially provided.